Manufacturer narrative:
(B)(4). Batch #:t5e110. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot.

Event description:
It was reported that during an unknown procedure, the device did not move at the first firing though the firing trigger was pulled. It did not seem that the device was locked out. It was found that the battery generated heat. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 01/10/2020. Device analysis: the analysis found that one pcee60a device was returned with no apparent damage and with an gst60w cartridge reload loaded on the device. The cartridge reload was received unfired. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken with the switch actuator loose; which lead to the device not been able to fire. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.